Event description:
Ralc45 dlu was fired and a leak developed.

Manufacturer narrative:
H.3: device return anticipated but not yet received; no conclusion can be drawn at this time. Further info was requested from the distributor as to the details of the event.